Manufacturer narrative:
Concomitant product: ddbb1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead had high superior vena cava (svc) impedance and high rv impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.